Event description:
The report received from the affiliate indicated that during a procedure for placement of an inferior vena cava (ivc) optease retrievable filter, a barb of the filter was noted to come out/pierce the sheath introducer. The patient's anatomy was very tortuous. The physician attempted to use a guiding catheter for support to advance the device to the ivc. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The report received from the affiliate indicated that during a procedure for placement of an inferior vena cava (ivc) optease retrievable filter, a barb of the filter was noted to come out/pierce the sheath introducer. The patient's anatomy was very tortuous. The physician attempted to use a guiding catheter for support to advance the device to the ivc. There was no reported patient injury. Multiple attempts to retrieve detailed procedural information were unsuccessful. The product was returned for evaluation. A section of 12.3cm of csi cannula was received inside a plastic bag. Blood residues were found on the cannula. The barb of the filter that was protruding from inside of the cannula body. Per visual analysis no kinks or bents conditions were found near to protruding condition. After the filter was removed from the cannula no anomalies were found on the filter. No other issues were found. The filter was inspected under microscope and no damages on barbs were found. Functional test could not be performed due to the condition of the returned product. The dimensional analysis could not be performed due to the condition of the returned product. The complaint reported by the customer "thrombectomy systems-filter-impeded- perforated sheath" was confirmed due to the condition of the product as received. However the cause of this event could not be conclusively determinate during product analysis. The IFU instructs to slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter. When filter is passing an acute bend inside the sheath due to vessel tortuosity, the barbs in the filter have the potential to stick out resulting in resistance/friction advancing the filter through the sheath. If force is applied, the barbs have the potential to perforate the sheath. Based on the information available for review, there are possible vessel characteristics (vessel tortuosity) and procedural factors that may contributed to the event reported. Neither the DHR nor the product analysis results suggest that the reported failure is related to the manufacturing process. Therefore no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.